Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 33.3mmol/l, with large ketones, vomiting, chest pain, and rapid deep breathing, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and was treated with intravenous fluids in the hospital. During troubleshooting with customer technical support, the reporter alleged ¿the pump was not delivering accurately¿. The reporter was not able to provide further information during the initial complaint. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-oct-2018 with the following findings: the pump could not be investigated due to an unrelated failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.